Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 286 mg/dl. Tandem technical support was unable to perform troubleshooting as the customer had resolved the issue prior to calling.